Event description:
Female (67y) patient with a primary condition of adenoma of the duodenal papilla, required pancreatic stent placement for post endoscopic papillectomy. Patient fitted with geenan pancreatic stent (unknown rpn) after 14 days experienced pancreatitis symptoms. 49 days after stent removal experienced onset of symptomatic stent-induced pancreatic duct stricture in the head of the pancreas. Treated with another pancreatic stent (7 fr, 8 months) and showed improvement. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as the patient required treatment for stent-induced sympomatic pancreatic duct stricture with another pancreatic stent.

Manufacturer narrative:
Documents review including IFU review: prior to distribution all devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records could not be complete as both the rpn & lot number are unknown. For the purpose of review and risk calculation, best assumption of rpn will be taken as gepd-x-x. As per instructions for use, ifu0055-4, potential complications: ¿those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, haemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest.¿ ¿those associated with pancreatic stent placement include, but are not limited to: trauma to the pancreatic tract or duodenum, obstruction of the common bile duct, stent migration.¿ as per instructions for use, ifu0055-4, intended use: "this device is used to drain obstructed pancreatic ducts." Root cause review: a definitive root cause could not be determined from the available information. A possible root cause may be attributed to that the stents were placed prophylactically in previously normal pancreatic ducts, which is outside of the labeled intended use as per the IFU i.e., used to drain obstructed pancreatic ducts. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient after 14 days experienced pancreatitis symptoms. 49 days after stent removal experienced onset of symptomatic stent-induced pancreatic duct stricture in the head of the pancreas. Treated with another pancreatic stent (7 fr, 8 months) and showed improvement. Complaints of this nature will continue to be monitored for potential emerging trends. - attachment: [pr 270319_cirl_adachi_stent-induced symptomatic pancreatic duct stricture_cc_14aug19.pdf].

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Female ((B)(6)) patient with a primary condition of adenoma of the duodenal papilla, required pancreatic stent placement for post endoscopic papillectomy. Patient fitted with geenan pancreatic stent (unknown rpn) after 14 days experienced pancreatitis symptoms. 49 days after stent removal experienced onset of symptomatic stent-induced pancreatic duct stricture in the head of the pancreas. Treated with another pancreatic stent (7 fr, 8 months) and showed improvement. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15 as the patient required treatment for stent-induced sympomatic pancreatic duct stricture with another pancreatic stent.